Event description:
The patient was undergoing a peripheral embolization procedure using a ruby coil and microcatheter. During the procedure, the physician felt a slight resistance when advancing the coil into the catheter. The physician gently advanced the pusher wire and snapped the pusher wire. Due to the pusher wire snapping, the coil was prematurely detached. The physician utilized a snare to safely recover the coil. No further issue was reported and the patient had no adverse effect.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.